Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard filter was implanted at the l2-l3 level. Approximately ten years and eight months later, abdomen flat plate was performed, and it revealed an inferior vena cava filter overlying the right margin of inferior l2 to the l3 level. Approximately six months later, computed tomography (CT) revealed the hook of the filter was at the l3-l4 interspace. The inferior vena cava was severely tilted anteriorly and laterally, and the hook contacts the inferior vena cava wall. All the struts of the inferior vena cava filter perforate the inferior vena cava up to 15mm. A medial strut was seen penetrating the inferior vena cava 15mm with the distal end within the adjacent distal aorta. The patient experiences abdominal pain. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted anteriorly and all the struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.